Manufacturer narrative:
Manufacturer spoke with user and info provided indicates the user had contacted their provider on several occasions requesting service for their chair. The provider inspected the chair and had made adjustments to the chair. The user power positioning system broke and the seat fell forward and user sustained a broken leg. MDR filed based on injury.

Event description:
The elevating actuator of the consumer's chair allegedly broke, causing the seat to fall forward. The consumer allegedly hit her head on the wall panel in the elevator and her leg got caught between the seat and base, allegedly resulting in a broken leg.